Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysteroscopy and dilation and curettage performed during mesh implantation. It was reported that following insertion, the patient experienced chronic pelvic and vaginal area pain, frequent urinary tract infections, foul vaginal odor, vaginal discharge, painful urge incontinence, urinary leakage, physical pain and discomfort, lower abdominal pain and pressure, painful urge to urinate, urinary leakage, excruciatingly painful intercourse, recurrent urinary tract infection, burning, lower abdominal pain, unrelenting pain, inability it engage in sexual intimacy due to severity of pain, entire quality of life has decreased since implantation of mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. It was reported that the patient underwent a bladder neck suspension in (B)(6) 2011. It was reported that the patient complained of urinary incontinence that was so bad that the patient wore protection all the time due to leakage while standing up on (B)(6) 2013. It was reported that the patient saw mesh pieces that came out in commode after surgery on (B)(6) 2013. No additional information was provided. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary frequency and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) due to pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.